Manufacturer narrative:
(B)(4). The device is not indicated as available for return and evaluation; however, the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. It is typically not related to product malfunction. In this case, the 21mm aortic valve was too small of a device for this patient and required exchange for a 25mm valve. This most likely was the cause of the reported patient prosthesis mismatch as well as a contributor to the paravalvular leak. However, without return of the device for evaluation, we are unable to confirm the customers reported event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective action is required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information through its implant patient registry that a 21mm aortic pericardial valve, implanted one (1) year, eight (8) months, sixteen (16) days, was explanted and replaced with a model 3300tfx 25mm aortic pericardial valve. Though follow up with the health care provider, the operative note was received with operative indications which stated: pericardial space - extremely dense adhesions around the previous aortic graft. Aortic valve - severe paravalvular leak and patient prosthesis mismatch. Echocardiogram - decreased lv contractility before and after bypass. There was no information describing the condition of the explanted valve. However, the implant process for the new 25mm valve was unremarkable with no perivalvular leak or regurgitation. The patient was weaned from cardiopulmonary bypass without issue. The patient was taken to the ICU in stable condition.